Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during a total knee arthroplasty (tka) surgical procedure it was observed that while using the velys saw handpiece device and the velys satellite station device, the handle on back of machine responsible for lifting device up and down winding ¿down¿ when adjusted and not holding. When device arm was locked with blue star knob, the center was rotating meaning it could not adjust to the plane and kept erroring when trying to move to anterior cut. This meant we needed to abandon velys case and move to instrumentation using velds cuts. No fragments were generated. There was a four minute delay in the procedure reported. There were no reports of injuries, medical intervention or prolonged hospitalization. No additional information was provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: received email response from rep on (B)(6) 2026. Please provide serial number of saw hand piece. Is there any inaccurate cut happened? If yes how much mm less than 3mm or grater than 3mm? Response: we had to abandon the surgery using robot. Couldn't verify a cut as it wouldn¿t go into plane. Final balance looked ok on graph.